Manufacturer narrative:
(B)(6) 2019. 06jan2020.

Event description:
The customer reported that the ventilator declared an oxygen valve liftoff failure, oxygen not connect error and crossover circuit fault during extended self testing (est). The customer contacted product support and was advised per the service manual to perform a diagnostic report (drpt) to see the liftoff value and that unit may have a faulty oxygen valve or oxygen motor controller. The customer reported that the unit was not in use on a patient. The customer sent an email indicating that unit will not be getting repaired. The unit will be removed from service and there will be no further service needed.